Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited impedance measurements greater than 2000 ohms and intermittent capture. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Information was later received that this device was programmed to aai 30 with a very low atrial output. Additionally, a new single chamber device was implanted on the left side. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.